Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. No image or video clips for the reported event were submitted by the customer for review. On (B)(6) 2022, per an isi advanced failure analysis engineer, a review of the logs did not find any errors that are relevant to the reported event. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and prolonged hospital stay. Although the physician indicated that no malfunction of an ion product occurred, the cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which was identified via chest x-ray after the procedure. The patient had shortness of breath and cough; these symptoms were also present prior to the procedure. The target lesion was on the left lung, the dimension of the lesion was not provided as this was more of a diffuse infiltrate in multiple locations. The physician also performed CT guided biopsy, used a third-party tool along with the ion biopsy procedure. It was unclear which of the biopsy passes caused the pneumothorax. A chest tube was placed, the pneumothorax resolved, and the patient was discharged after 2 days of hospital stay. The physician believed that the device did not cause or contributed to the reported event. There was no malfunction of the ion or instruments reported.